Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the aquabeam handpiece articulating arm became damaged when the anesthesia team accidentally lowered the bed, rendering the arm inoperable. As a result, the procedure was subsequently aborted and the patient had to be woken up from anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece articulating arm was not returned for investigation. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece articulating arm / lot number 23c02361 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The ab2000 system user manual states the following: ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.